Event description:
The customer generated falsely elevated patient results when architect ca19-9 when reagent lot 08551m500 was in use. The customer stated patient samples were tested with architect ca19-9xr reagent lot 10726m500 and recalled reagent lot 08551m500 on two different architects and lower results were consistently generated with lot 10726m500. The customer sent samples to a reference laboratory that also uses the architect and results obtained were in line with results generated with lot 08851m500. The customer provided the following example of discrepant architect ca19-9 results for sid (B)(6) in u/ml: (B)(6). The customer indicated that unspecified patient(s) with elevated ca19-9xr results had been hospitalized/prolonged hospitalization, however, due to statements of patient confidentiality laws, no further information was provided regarding the circumstances for hospitalization or prolonged hospitalization.

Manufacturer narrative:
(B)(4). The customer stated no instrument error codes were generated when the ca19-9xr results were generated, however, the abbott field service engineer was evaluating the architect since the customer is (B)(6). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.